Manufacturer narrative:
On june 11, 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (right) 375cc mentor memorygel breast implant catalog: 3544375 lot: 7281795 sn: (B)(6) and (left) 375cc mentor memorygel breast implant catalog: 3544375 lot: 7360134 sn: (B)(6). On june 15, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was scheduled for implant explantation in (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: two devices (a and b ) were received for analysis with no lot number information available. During the visual evaluation of device a, an anomaly was observed on the anterior view and extending to the posterior side, consistent with a crease/fold. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the crease in the posterior view, measuring approximately less than 0.1 cm. During the visual examination of device b, a tear was observed on the anterior view and extending to the posterior aspect, measuring 8.8 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. The evaluation determined that the loss of shell integrity of the device a is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the right breast, suffered breast implant deflation, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.